Event description:
It was reported that after a fall, the pt experienced stimulation in the wrong area. The pt felt stimulation in the mid-thigh area to the toes, and no bike seat area stimulation as expected. The pt also noticed a return of symptoms about a month ago, including a loss of bladder control. Details of the fall were not reported. The neurostimulator also had impedance readings >4000 ohms on some of the bipolar pairs. The device was set to default values and impedance was re-run w/o success. Add'l info from the pts healthcare professional was requested.

Manufacturer narrative:
(B)(4).